Event description:
It was reported that charger port on pump was bent and made charging difficult, and that top black navigation button was worn after four years of use. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, and no additional information was received regarding actions taken or outcome of event.